Manufacturer narrative:
H.6 investigation summary: bd did not receive samples, but photos were provided for investigation. The photos were evaluated and the indicated failure mode for under fill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported that the tubes are under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that there have been multiple incidents that the samples are short.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubes are under filling with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it was reported that there have been multiple incidents that the samples are short.